Event description:
When the "alarm silence" key is pressed twice, the only time the monitor will resume an audible tone after the end of the hold period, is when the parameter in question drifts in and out of an alarm state. It will not resume audible alarm if the pt's condition remains in an alarm state during the countdown. The operations manual from invivo says, on page 6-10, automatic exit from alarm hold. The monitor will automatically exit alarm hold after 180 seconds and the "sound on hold" message will disappear from the screen, reactivating the alarm tone. This is not how the device operates.